Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 115 (night drain 15) alarm was identified in the log. The alarm occurred on (B)(6) 2014 09:04:41. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.